Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No information. Did the glass penetrate the user¿s skin? Yes. What was done to treat the shard penetration? No information. Was medical or surgical intervention required? No information. What is the status of the surgeon injury today? No information.

Event description:
It was reported that the surgeon perform a urological procedure on (B)(6) 2017 and topical skin adhesive was used on the patient. During the procedure, when the surgeon pressed the applicator once, the tip of the finger was cut. The surgeon found that a hard and sharp object had been protruded from the clear part of the applicator, and supposed that his finger was cut on the protrusion. According to the surgeon, he thought the object might have already been protruded before pressing the applicator. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The actual product was received for analysis. Visual evaluation of the applicator shows that the bulb was tampered since the tip was cut. A crushed ampoule is observed inside the bulb. The bulb shows a yellowish color. The initiated filter is purple in color due to contact with the formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿